Event description:
A few months ago the patient was transferred from an outside facility to our hospital with severe baclofen withdrawal. When the pump was interrogated, it was in motor stall mode six days before the patient was transferred. The pump was explanted two days after the patient was admitted to our hospital.